Manufacturer narrative:
(B)(4). The lot was manufactured from december 5, 2014 ¿ december 8, 2014. The evaluation of the returned device is complete. Visual inspection revealed white, floating particulate matter inside of the device. The reported condition was verified. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a white, floating particle in a large volume infusor device. The device was reportedly compounded with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.